Manufacturer narrative:
Device received with critical pump error (open book image) and a broken force sensor was detected during seating or regular delivery error alarm in the device trace download due to corrosion in force senor assembly. Unable to perform displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Unable to verify blank display anomalies, delivery anomalies, occlusion or no delivery alarms or insulin flow blocked alarms due to critical pump errors. Device received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked case next to belt clip rail corner, slightly faded serial number label, peeling end cap address label, corrosion on all electronic assembly, moisture damage on motor assembly, corroded battery tube and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a critical pump error alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed critical pump error and had a blank display after it was exposed to moisture. Customer also reported a high blood glucose of 570 mg/dl and treated with manual injection and the changed the infusion set. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.